Manufacturer narrative:
Investigation: 1 photo and 1 actual sample in open package were returned for evaluation. White fm was observed on the hub confirming the complaint as the product is out of specification. Review of the DHR revealed no reject activity findings throughout the build of the lot in question that would impact the quality of the product. The defect occurred as a result of human error. The production technician may fail to remove the first rack once the machine start operation, this may have result in the nonconformance part flowing to the next process. A review of the manufacturing process shows that excessive epoxy may be a result of stoppages at the cannula station. Actions to remove the first rack once the machine start running again to prevent hub with excessive from flowing to the next station will be documented.

Event description:
It was reported that foreign matter was found in the bd precisionglide¿ needle cannula before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd precisionglide¿ needle cannula before use.